Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid (10 mg/ml at 2.799 mg/day) via an implantable infusion pump. It was reported that the pump was interrogated and it showed three alerts: one stating the pump had been stopped for 75h 52m, one stating there was a motor stall, and one stating "pump time change." The caller was not with the patient at the time of the call. It was noted the patient did have an MRI recently, and it lined up with the 75h stopped time. The patient's "pain is not controlled now" but the patient did not go through withdrawal. Considerations were reviewed. No further complications were reported.